Event description:
A report was received via social media that the patient¿s spinal cord stimulator (scs) would shock the entire back of the legs when turned on. The patient underwent an explant procedure. No further information could be obtained.